Manufacturer narrative:
Photos confirmed that the delta monitor running vf10.0 software did not generate a set low o2 alarm although the measured o2 level by the dräger scio gas measurement module was below the adjusted alarm limit. It was determined that a software issue will prevent various middle and high priority alarms from going off therefore not alerting the user. This issue was found in delta family monitors that are running vf10.0 in combination with scio, scio four, scio four oxi plus, scio four oxi, scio four plus. Although the alarms are not generated, the parameter readings are not affected and will be displayed properly.a downgrade to software vf9.1 is required as a short term measure which is addressed in the field action. Dräger is developing a new software version vf10.1 to fix this issue.

Event description:
Please refer to initial report.

Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in the follow up report.

Event description:
It was reported that a set low o2 alarm does not go off although the measured o2 level is below the alarm limit. This was observed during testing. There was no patient involvement.